Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly. Device received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a button error alarm during site change. Customer's blood glucose at time of incident was 342 mg/dl. During troubleshooting, customer's mother mentioned that customer was hospitalized for diabetic ketoacidosis that was not related to the insulin pump. Customer was wearing the device while being 4 hours away from home when the device ran out of insulin. Customer's blood glucose was over 600 mg/dl. Customer experienced nausea and dehydration due to high blood glucose level. Customer was hospitalized for 4 days, customer was treated for diabetic ketoacidosis, high blood glucose, high white blood cells count, and irregular heartrate. Customer was wearing the insulin pump at time of hospitalization. Device was removed in the emergency room and customer was given IV insulin and shots. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.